Event description:
Patient presented to the physician with the lead sticking out of the neck incision. Physician prescribed oral and topical antibiotics. Physician brought the patient into the or, removed scar tissue, cleaned the pocket, and tucked the stimulation lead body under the submandibular gland, and closed. This resolved the issue.